Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with the hub separated from the collar. Additionally, 30 retained samples underwent functional tests for defective locking mechanisms and hub/collar separation. The samples passed the tests as there were no signs of damaged parts or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was detached. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, the safety shield was detached. No adverse impact was reported regarding the patient or user.